Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed volumetric accuracy found during evaluation. Homechoice return instrument test/evaluation (rite) functional test failed last fill test due to measurement of 252.7 ml (allowable range 330.0 to 365.0 ml). Internal / external inspection was performed and passed. Manual volumetric accuracy tests were completed and failed. A manual temperature test was completed and passed specifications. A check of the pneumatic system found all pressures stable and correct. Multiple short therapies were performed successfully. A visual inspection of the door assembly found the copper mesh pads were not making contact with the thermal compound on the vsx chamber. The assignable cause for the reported difficulty rite functional test failed last fill test was determined to be caused by the copper mesh pads that were not making contact with the thermal compound on the vsx chamber. The device was determined to not to meet specifications for the reported issue rite functional test failed last fill test. The copper mesh pads will be replaced. The device was sent for servicing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.